Event description:
Tech reported that the "c-paddle" moved downward when the footswitch "down" switch was pressed while positioning pt's breast for scan. When tech released "down" switch, "c-paddle" continued downward movement, stopping after tech pressed "up" switch on control panel. Pt reported excessive pain due to compression. After movement was stopped, pt was positioned for completion of scan without further incident.

Manufacturer narrative:
During root cause investigation of the incident, naviscan identified additional failure mode related to mechanical fault protection. On 6/6/08, naviscan performed a risk assessment and determined that this incident is reportable as an MDR as defined by 21 cfr 803.